Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not recognize the cassette. There was no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a lifting battery door gasket, scratches on the lens, and a bubbled downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the lcd was inoperable. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.